Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail stating that she went to remove a tampon by the string and it fell apart leaving cotton sticking out. She stated she believed she was able to remove all of the tampon, however was going to call her obgyn to make sure. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.